Manufacturer narrative:
This report is filed on august 30, 2016.

Event description:
Per the clinic, the patient experienced pain and headaches with device use and a subsequent reduction in clinical benefit, resulting in the decision to explant the device. The device was explanted (B)(6) 2016, the patient was re-implanted with a new device during the same surgery.